Manufacturer narrative:
There was no patient involved in this event. The PMA # provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) patient cable was damaged and the rubber around the black and white connector was loose, the handle of the mpu was damaged, the top cover was damaged near the upper left and right corners, one of the rubber feet was missing, and the battery latch was damaged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the mpu (serial number: (B)(6)) was confirmed via evaluation at the european distribution center (edc). Damages to the battery latch, top cover, and handle were noted during visual inspection of the returned unit. The mpu was also missing one rubber foot. Visual inspection of the patient cable revealed damage to the threads of the lemo connectors. The rubber casing of the patient cable contained a multitude of dents and was found to be loose around the lemo connectors. The system underwent functional testing procedures and passed without issue despite the observed damages. The mpu¿s battery latch, top cover, handle, rubber foot, and patient cable were all replaced with new components. Preventative maintenance was performed, and the repaired mpu was returned to the rental pool after passing all tests per procedure. The root cause of the reported event could not be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, and the heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu and the patient cable. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspection of the mpu and the patient cable for damages. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.